Event description:
During cardiac cath an iabp was inserted. Post cath, the balloon ruptured and was removed. A new iabp was not inserted. The pt subsequently died, hrs later. Cause of death is not known. A supplemental report will be filed when post-mortem is complete.